Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was involved in an incident where an occlusion alarm (alarm number in pump history: occurred during a bolus attempt. The patient's blood glucose was reported at 457 mg/dl. Troubleshooting determined that blockage was located at the site and a kinked cannula was identified. The patient reported that she administered a manual correction injection and would apply a new site to resume therapy. No permanent injury was reported.